Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the electronic control unit was heating up, coupling head was worn and trigger was sticky. Therefore, the reported condition was confirmed. It was determined that the trigger sleeves and coupling head components were worn and planetary wheels inner parts were loose. The assignable root cause was determined to be due to component wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the gears on the small battery drive device were grinding. During in-house engineering evaluation, it was observed that the electronic control unit was heating up, coupling head was worn and trigger was sticky. There was no delay to the planned surgical procedure as an identical spare device was available for use. It was reported that there was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.